Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, and a portion of the glass cap was found to be detached. Functional testing concluded that the firing output rate was below the threshold for potential patient harm. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can contribute to distal circumferential fractures and glass cap detachments. Based on analysis results, the interaction between the user and device caused or contributed to the reported clinical observation and fiber tip damages. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The reported error is part of an automatic safety system of the console that briefly disables the laser beam when it detects conditions when the fiber cap may overheat confirming the reported event.

Event description:
It was reported that two fibers stopped working after 3,000 joules of use, the error message excess fiber life was observed. A third fiber was used in order to complete the procedure without patient consequences. Analysis of the returned fiber revealed that the fiber glass cap was detached; therefore, reporting criteria is met.